Event description:
It was reported that the patient underwent an omf graft and extraction at tooth #30 (lower right mandible) using rhbmp-2/acs. Four days post-op, the patient presented with significant swelling. Twelve days post-op, the surgeon noted a firm nodule in the patient's right cheek. The swelling and inflammation extended from the lower right jaw up to the naso-labial fold at its greatest extent. No treatment was performed, and the surgeon continued to follow the patient's progress. The swelling and inflammation was significantly improved as of twenty seven days post-op.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.